Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the atrial lead. During an unrelated procedure, insulation damage was visually observed on the lead. The lead was repaired and remains implanted. The patient was in stable condition.